Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 295cc mentor memorygel breast implant ruptured out of the box preoperatively. There were no patient consequences and no reported procedural delays.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/29/2020. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant. During visual evaluation of the sample, it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).